Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Since the product was not returned, we were unable to evaluate the device. Therefore, the reported failure cannot be confirmed and cannot determine a root cause.

Manufacturer narrative:
Due to character limit in block e1 event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the standard procedure for the insertion of the iab (intra-aortic balloon) catheter, the balloon loop became loose, rendering further insertion impossible. No harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11. Corrected field: g1(contact office).

Event description:
N/a.